Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer had returned one empty test strip vial. Meter was returned for evaluation - product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 13-jun-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 203, 217 and 305 mg/dl. The customer¿s expected am fasting blood glucose test result range is 135-156 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/31/2024 and open vial date is two days prior to call. The meter memory was reviewed for previous test result history (time not set): result 1: 203 mg/dl date: 06/02 time: 6:42 pm fasting am; result 2: 242 mg/dl date: 06/01 time: 1:55 pm fasting (unsure if am or pm); result 3: 187 mg/dl date: 06/01 time: 6:01 pm fasting (unsure if am or pm); result 4: 217 mg/dl date: unknown time: 9:31 am fasting am; result 5: 305 mg/dl date: 06/01 time: 7:27 am fasting am.

Manufacturer narrative:
Sections with additional information as of 10-july-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.